Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been really high. Customer's blood glucose level was 424 mg/dl at the time of the incident. Customer declined troubleshooting for the high blood glucose because she stated that she can control it but she was never told when to calibrate. Customer was advised that she could not calibrate the sensor due to her high blood glucose as the pump limit for calibration is 400.